Manufacturer narrative:
(B)(4). The customer reported the unit won't charge battery. There was no reported pt involvement. The 3rd party field service engineer evaluated the device and confirmed the ac power module connector was pulled out. The ac power module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.

Event description:
The customer reported the unit won't charge battery. There was no reported pt involvement.